Event description:
Patient admitted from clinic due to elevated ldh with suspicion for a pump thrombus. Patient started on bivlairudin to decrease the ldh (decreased from 721 to 607 on day of discharge. Multiple tests performed which confirmed a thrombus. Vad speed and anticoagulation goal increased. Patient discharged to home on (B)(6) 2015. Will follow ldh closely in clinic.